Event description:
A zoll pt service representative (psr) contacted zoll customer support while fitting a (B)(6) male pt to report that his battery charger/modem was not recognizing that a battery was inserted. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been problem) has been confirmed. Upon receipt the charger was resetting and would intermittently not recognize a battery back. The cause for the resets and inability to recognize a battery pack was a defective u13 component (8-bit cmos flash micro-controller). The root cause for the defective u13 component could not be positively identified. No adverse event resulted rom the defective u13 component. The pt received a replacement charger/modem.